Manufacturer narrative:
Estimated dates. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for analysis. The reported patient effects of thrombosis and unchanged mr are listed in the mitraclip system instructions for use, and are known possible complications associated with mitraclip procedures. A review of the lot history record could not be performed as the part and lot information regarding the complaint device was not provided. Based on the information provided, a cause for the reported thrombosis and unchanged mitral regurgitation (mr) could not be determined. The reported treatment with medication(s) was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional adverse patient effect of death referenced is being filed under a separate medwatch report #. Article: dangerous liaison: successful percutaneous edge-to-edge mitral valve repair in patients with end-stage systolic heart failure can cause left ventricular thrombus formationna.

Event description:
This is filed to report death, thrombosis. It was reported in a research article that mitraclip devices may be related to death, left ventricular thrombus formation and unchanged mitral regurgitation (mr). As this portion of the article is a summary, specific patient information is unknown. Additional details can be found in the attached article "dangerous liaison: successful percutaneous edge-to-edge mitral valve repair in patients with end-stage systolic heart failure can cause left ventricular thrombus formation."